Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 35-year-old male with cardiomyopathy was implanted with an impella for mechanical circulatory support. The pump was inadvertently pulled out of the ventricle during patient support. The physician was unable to re-cross the valve and a new pump was subsequently placed for ongoing support. There was no patient harm.

Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for investigation. Based on the clinical information provided, the root cause of the placement signal issue is due to use due to physician accidentally pulling pump into the aorta.